Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 426 mg/dl. Customer reported that the lip ring was damaged. The customer stated that the reservoir did lock into place. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. The insulin pump will not be returned for analysis.